Event description:
It was reported the patient never had therapeutic effect. The patient's symptoms had gotten worse over the last year. The patient experienced loss of bladder control and issues with bladder leakage. The patient also experienced acute pain in the bike seat area that started to occur in the last 3-4 months. It was reported the patient had fallen a few times within the last year but the dates were not known. The patient's device was not checked after her falls. It was noted the patient had never tried turning her stimulation off but she was not feeling stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-33, lot# v514854, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).